Manufacturer narrative:
This ipg serial number was included in a field advisory: (B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had his ipg replaced because the ipg was inoperable. Effective therapy has been restored.